Event description:
Patient revised for osteolysis and loose acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the two know product/lot combinations did not reveal any related manufacturing deviations or anomalies. The distribution lot code for the associated femoral head was not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. A. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. The investigation has also determined all three product codes associated with this report are no considered obsolete. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.